Event description:
The customer reported via the sales rep that an implant has fractured. It is further reported that the patient's implants were approximately 5 years old and fractured while walking. An x-ray of the patient revealed a fractured neck of the stem reported that the stem was removed from the patient, however, the stem markings were removed during removal, and stem identification is not possible.

Manufacturer narrative:
If additional information becomes available, it will be submitted in a supplemental report.